Event description:
It was reported that customer observed damage to tandem charging cable while charging supplies still functioned. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, continued using functional charging supplies, and technical support arranged replacement of damaged charging components.